Event description:
Allegedly, during a tur procedure, part of the ceramic beak broke off in patient. The doctor was unable to find it, and the piece remains in patient. The procedure was completed. The patient is scheduled for a follow up examination and the doctor stated he would remove the piece then. The doctor states that the patient has reported no problems and is in good condition.

Manufacturer narrative:
The hospital sent the broken instrument to a third party repair company; no pictures taken. This instrument may have been altered prior to breakage due to 3rd party repair.